Manufacturer narrative:
This report is submitted on may 16, 2018.

Event description:
It was reported that the patient experienced a loss of connection to the internal device subsequent to sustaining a fall; however, the issue could not be resolved. The device was explanted in (B)(6) 2018 and the patient was reimplanted with another device.